Manufacturer narrative:
The investigation has been completed on the returned instrument log files. The instrument logs from the rapid point 500e indicated that the user/operator incorrectly scanned the same barcode for two different back-to-back patient samples. There is no evidence of the rapidpoint 500e instrument performing incorrectly. The event was due to user error. No product problem identified.

Event description:
The customer reported that the results from one patient were assigned to a different patient ID. There is no report of harm due to this event.